Event description:
At the time of pre-discharge f/u, it is reported that this device cannot be interrogated and that all communication between the programmer and the implanted device has ceased. The biotronik rep at the case stated that this pt had a large hematoma at the implant site with a pressure dressing which prevented communication with the device as it was implanted subpectorally. On (B)(6) 2011, the decision was made to reopen the pocket and perform a wound evacuation. Following the wound evacuation procedure, the device was successfully interrogated and was confirmed to be functioning appropriately. All records indicate that this device remains actively implanted. The physician has no complaints associated with this device.